Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/27/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2013 with the following findings: the pump was not able to be powered up and the device's history was not able to be retrieved as a result. Corrosion was found in the battery compartment and on the battery cap. A test cap was used but did not resolve the power issue. Leak test failed due to crack in pump case above the ir port between the port and case seal. Corrosion was also found along the battery cylinder and the processor pc board next to the battery cylinder. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump was alarming them to a power issue that they were unable to clear. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.